Event description:
A malfunction alarm was reported, identified with a malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump under warranty, instructing the customer to switch to manual daily injections as a backup therapy. The customer was advised to put the pump into storage mode and return it using a pre-paid label, which they acknowledged and understood.